Event description:
It was reported that the insulin pump alarmed battery out limit. The blood glucose reading was 358 mg/dl. The customer stated that she took a while to change the battery, and now the insulin pump was unable to administer insulin. She stated that after changing the battery, the insulin pump alarmed battery out limit. The customer disconnected the call before the issue was resolved. She was assisted with clearing the alarm and resetting the date. She stated that her blood glucose levels were high, causing her to need to treat before handing up. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.